Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a blurry dot in the center of the image, there are black dots in the image there was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
Evaluation summary: the cmos chip has been replaced. Correction information: h6: coding changed, based on the investigation result.